Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fracture (overstress); (B) (4) full lead; distal conductor distorted; helix/lobe distorted/bent; deformation/fracture in 5cm proximal section of the inner coil. Extension problems.

Event description:
Helix was blocked, not able to fix, with x-ray 'damage of the coil was confirmed in a connector part', attempted implant. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.